Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the identified photos: opening shell and red particles in the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "softening, implant becoming warped, shape disfiguration, rupture, pain, sensitivity " and "inner contours are lobulated in places and dense echogenic areas".

Event description:
Physician reported "softening, implant becoming wraped, shape disfiguration, rupture, pain, sensitivity " and "inner contours are lobulated in places and dense echogenic areas were observed in it. " this relates to the left side. Device has been explanted.